Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic umbilical hernia surgery, while using the endostitch device, the needle broke in half while going through tissue, without applying torque or pulling with the jaws open. Additionally, a component of the vloc needle fell into the cavity of the patient and was able to be retrieved laparoscopically using a needle holder to pick up the pieces. An x-ray was performed to locate the component and to confirm that all pieces were located. The surgical time was extended for more than 30 minutes, but the incision was not extended by more than 1 inch due to the product problem. A new reload was used to complete the case.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic umbilical hernia surgery, while using the endostitch device, the needle broke in half while going through tissue, without applying torque or pulling with the jaws open. Additionally, a component of the vloc needle fell into the cavity of the patient and was able to be retrieved. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned broken at the swage. No suture was returned with the needle. Functional testing could not be performed on the returned sample as the needle was received broken. It was reported that the needle was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.